Event description:
Site reported that the computer powered down with a pt on the table. The procedure was completed successfully before the event occurred and there was no impact on pt outcome.

Manufacturer narrative:
The returned product did not meet specifications. A computer motherboard malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.